Manufacturer narrative:
(B)(4). Date of initial report : 6/6/2016. To date the device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.

Event description:
The customer reported that the gauze are shredding into sterile field and patient. Unsure which of the following basic custom pack this is from: sterile kp std basic pack sheet, exp date: 2020-10-01, mft date: 2016-04-13 , lot# 516602 , 508390, 511933, catalog ka13bbpkpd.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 06 jun 2016. Date of follow-up report: 23 sep 2016. Evaluation summary: the sample was returned for evaluation. The investigation found the product returned was not an rf surgical product. Without the product a detailed investigation could not be performed. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.